Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A1.5mm x 40mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.